Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that on the evening of (B)(6) 2010 she obtained a high blood glucose reading of "18 or 19 mmol/l" with the subject meter. The patient claimed she manages her diabetes with insulin (sliding scale) and oral medications. In response to the reading she obtained, the patient reported that she took 15 units of novorapid insulin. Approximately 1 hour later, the patient claimed she felt shaky, dizzy, confused, sweaty, and lightheaded. The patient denied testing her blood glucose at the onset of symptoms. The patient associated the symptoms with a low blood glucose and immediately treated herself by eating fudge. The patient confirmed she felt better after the self-treatment. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.